Event description:
According to the reporter: the trocar was not used on the patient.

Event description:
Procedure: lap appendectomy according to the reporter: doing a laparoscopic appendectomy with dr. (B)(6) on (B)(6) 2015. Dr. Had trouble while inserting the 5-12mm trocar, stating that "it was dull." When dr. (B)(6) pulled the endo catch through the same port, there was a white flexible ring that came out of the trocar. Dr. Stated that this had never happened before. After this happened, the top of the trocar was loose and leaked co2 for the remainder of the case. We were able to complete the procedure without having to open another port.

Manufacturer narrative:
(B)(4).

Manufacturer narrative:
(B)(4).